Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/25/2019. Reporter phone number unknown. A replacement oxygen manifold was sent to the customer. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the oxygen manifold was leaking on a newly received ventilator. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 18jun2019, date of report : 20jun2019. The v60 device had an oxygen manifold leak. The reported problem was confirmed. The root cause was linked to a faulty sealant application that caused the valve to remain in an open position. Removal of excessive sealant restored the unit to functional use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.